Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. There was a kink on the transition tubing. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 82% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. No resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy, meaning the event was procedural related and not device related. The patient is alive with no injury.